Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported being unable to test due to the adc device not powering up with the button pressed or the test strip inserted. As a result, the customer became hypoglycemic and experienced symptoms described as "color changed¿ and fatigue. The customer was unable to self-treat, requiring 100mg of orange juice from their teacher, and then self-treated with food. No further information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Section d4 (serial no) and h4 (device mfg date) were updated based on returned product investigation. Reader (B)(6) has been returned and investigated. Visual inspection was performed on the returned reader and no issues were observed. The reader did not power on with button press, strip insertion, or usb cable insertion. The reader was connected to a computer and the reader was not recognized. The reader was de-cased and the battery voltage was measured as 2.82 v (acceptable range is 3.7v to 4.2v). The reader was placed into the printed circuit board assembly (pcba) test fixture and pressure was applied to the central processing unit (cpu). The reader did not power on. The returned battery was then replaced with a new unused battery. The reader did not power on. The reader was placed back into the test fixture with pressure to the cpu but still did not power on. The crystal (y1) was checked using an oscilloscope and no output was observed. The crystal was replaced with a new unused crystal and the reader powered on. This issue is therefore confirmed to a faulty crystal. DHR (device history record) was reviewed for the libre reader and the DHR showed the libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported being unable to test due to the adc device not powering up with the button pressed or the test strip inserted. As a result, the customer became hypoglycemic and experienced symptoms described as "color changed¿ and fatigue. The customer was unable to self-treat, requiring 100mg of orange juice from their teacher, and then self-treated with food. No further information was reported. There was no report of death or permanent impairment associated with this event.